Event description:
On 08/24/2023, an FDA maude notification was received via email. An unknown facility representative reported that an ar-1923ps peek pushlock anchor broke inside the patient; the broken fragments were not retrieved. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, prying/leveraging the device and/or applying excessive mechanical forces upon insertion.